Manufacturer narrative:
The device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Additional information from the fr indicated that there has been no noise or pacing inhibition exhibited. The following physician decided to monitor the status of the lead via latitude.

Event description:
Subsequent information indicated that noise and pacing inhibition had occurred. According to the local fr, the patient was asymptomatic during the times that pacing was inhibited. The patient was brought in for a lead revision procedure where the lead was explanted. There were no additional patient effects.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead displayed high, out of range pacing impedances. The local field representative (fr) reported that the impedance measurements had been gradually increasing since the time of implant. The fr was to consult with the patient's physician to determine a plan of action. A attempt to obtain additional information has been made. No adverse patient effects were reported.